Event description:
Additional information received indicated patient underwent surgical intervention wherein the lead was explanted and replaced due to high impedances and partial fracture. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient had high impedances in all the contacts and x-rays revealed partial fracture thereby experiencing ineffective therapy. As such, surgical intervention is pending to address the issue.